Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
According to the information provided by the manufacturer's first level investigation unit, they observed during testing that the lancing device did not retract the lancet so that it protruded beyond the end of the end cap of the device. No injury occurred.